Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was upset because they found out that their ins was recalled because it was defective. They were upset that nobody contacted them about this information to tell her that the battery in her buttocks was no good. They stated that the implant was recalled back in 2016 and 'terminated in 2017'. It was reviewed that filed actions are sent to the hcps because they are in the best position to determine what affects their patients and not all patient's are affected. The patient stated that the ins was defective since they got it implanted and they had noticed with the implant at the bottom of their head sometimes it "popped" when they moved their head which they didn't like. It was noted that the patient had a hard time explaining this information because they were typing and a translator was speaking to patient services. The patient was redirected to their hcp. No further complications were reported.